Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the...

Manufacturer narrative:
Follow-up #1: date of submission 27-jul-2018: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: review of the black box data revealed records from the time of the alleged issue had been overwritten due to continued use of the device by the patient. The available black box data did not reveal any evidence of loss of prime. The pump was powered on and exercised for 24 hours without the occurrence of loss of prime. Investigation did not duplicate the complaint.